Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The patient's electrolyte imbalance was normalized, interventricular delay was extended and the lead remains in use. No further patient complications have been reported as a result of this event.